Event description:
A physician reported a pt who was skin tested (specific site unknown) and subsequently treated into the nasolabial and glabellar lines (dates of test and treatment were unknown). One month later, the pt developed redness and swelling, which the physician believed was a hypersensitivity. The physician prescribed hydrocortisone creams and slow release hydrocortisone injections but without any improvement. Further details were not available.